Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it is noted within the attachments that no clinical/medical information is available. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4). B4: event description updated. H6: clinical code updated.

Event description:
It was reported that after a tha was performed on an unknown date, the patient experienced hip dislocation. A revision surgery was performed on an unknown date. During the surgery the modular neck was explanted and replace by a new one. Additionally information about the revision surgery is unknown. The current patient status is unknown.

Event description:
It was reported that after a tha was performed on an unknown date, the patient experienced unspecified symptoms. A revision surgery is planned to treat these adverse events, however information about the date of the surgery is unknown. The current patient status is unknown.

Manufacturer narrative:
D1: brand name added. D4: catalog number, lot number , and UDI added. (B)(4). B4: event description updated.

Event description:
It was reported that after a tha was performed on an unknown date, the patient experienced hip dislocation. A revision surgery was performed on an (B)(6) 2021. During the surgery the modular neck and the acetabular shell were explanted and replace by a new ones. Additionally information about the revision surgery is unknown. The current patient status is unknown.